Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during insertion into the patient's abdominal wall in a laparoscopic gastroplasty procedure, the trocar provided resistance to passage of the energy tweezers and when forced, the membrane fell into the patient's cavity. The device was withdrawn and was replaced. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during insertion into the patient's abdominal wall in a laparoscopic procedure, the trocar provided resistance to passage of the energy tweezers and when forced, the membrane fell into the patient's cavity. The device was withdrawn and was replaced. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted; the circular seal was cut and disengaged. The trocar, cannula, obturator and envelope seal appeared intact. The stopcock was intact. Pmv performed functional testing; the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No relationship between the device and the reported incident was confirmed. If information is provided in the future, a supplemental report will be issued.